Manufacturer narrative:
The device was returned for analysis. The reported foot retraction issue was not confirmed. A review of the manufacturing records revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue. The investigation determined the reported difficulties and treatment appear to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Manufacturer narrative:
The device was received. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported that an arteriotomy closure of the right common femoral artery was attempted using a proglide device with a 6f sheath after a leg angiogram procedure. Reportedly, the suture was successfully deployed; however, the foot plate remained partially open after the lever was returned to its original position to park the foot. No resistance was noted during device removal. Fatty tissue was seen on the foot plate but no tissue damage was noted. A new proglide device was used to achieve hemostasis. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.